Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 -1 opened, but none of the pockets opened or released. The field service engineer removed the drawer, inspected the rear components, and replaced the retractor band that showed signs of scarring and wear. After reinstalling the drawer into the auxiliary chassis and the fse reconnected, the pyxie bus cable and the station were restarted. However, the drawer failed to open or be recognized on the bus as a half-height drawer. The fse then replaced the drawer control board, retractor band, pyxie bus, module controller and blue lights all went out, and the station entered a reboot loop. At that point, the fse determined that the most efficient solution was to replace the entire drawer. The fse manually disassembled the internal components of the original drawer to remove the pockets and installed them into the replacement unit. After replacing the drawer, the pyxie bus was reconnected, and the station successfully launched the application. The fse logged into the application and confirmed the drawer functionality. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: state university new york upstate medical university

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.